Manufacturer narrative:
Unique identifier:(B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system with the hospital biomed remotely and confirmed the reported issue. The customer replaced the flow sensors and confirmed that resolved the issue.

Event description:
The hospital reported the unit alarmed and was not delivering the correct amount of tidal volume. There is no report of patient involvement.